Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) and noted their heart rate was in the 30 beats per minute (bpm) range. It was also noted the patient felt numb and dizzy, similar to how they felt before the pacemaker was implanted. Technical services (ts) referred the patient to the doctor. This pacemaker remains in service and no additional adverse patient effects were reported.